Event description:
It was reported that there were air bubbles or gaps in the infusion set tubing. There was no adverse impact to the customer's blood glucose (bg) level due to the reported issue. Customer resolved the issue by changing the infusion set and tubing, allowing insulin therapy to continue normally.